Event description:
It was reported that the left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements of 2157 ohms, resulting in a lead safety switch (lss). The cardiac resynchronization therapy pacemaker (crt-p) system remains in service. No adverse patient effects were reported.